Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at connection to the smartsite during an infusion on a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed but only when the smartsite was almost completely unfastened to the female luer. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No issues were observed. Tactile inspection did find that the smartsite was slightly unfastened. Functional and pressure testing was performed; no leaking or air bubbles was observed until the smartsite was completely unfastened. The root cause of the customer¿s report of a leak at the connection between the extension set and the smartsite connector was not identified.